Event description:
Pt had been having recurrent urinary tract infections. Urine culture revealed a proteus mirabilis which was sensitive to primaxin; intermediate to fortaz and garamycin. Pt was noted to have an eroded penile prosthesis and was admitted for removal.